Manufacturer narrative:
Patient medications include; cardizem, tramadol, insulin, plavix, lopressor, lisinopril, lipitor and testosterone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, the physician reportedly had difficulty advancing the contralateral leg component through an 11 fr. Terumo sheath. The physician was able to forcefully withdraw the device and sheath together. Upon visual inspection, the sheath was reportedly kinked, and the constrained device appeared to have completely separated from the delivery catheter and remain within the sheath. Both the contralateral leg component and the sheath were replaced, and the procedure went forward as planned without any further reported complications. The patient tolerated the procedure. The patient's large anatomy reportedly caused the terumo sheath to be inserted at a steep angle. It was reported the sheath became kinked during insertion, and this kink caused the difficulty during advancement and withdrawal of the contralateral leg component. It was further reported that the use of force during the withdrawal of the device from the kinked sheath led to the complete separation of the graft from the delivery catheter. The device was discarded at the facility and therefore is not available for evaluation.